Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided as the customer had not checked their bg level. The bg level was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery.